Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge her ipg. A replacement charging system was sent to the patient which did not resolve the issue. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. The patient also desired to take advantage of new technology.